Event description:
It was reported that the patient developed a systemic infection and required the removal of their bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 implantable pacing lead (B)(6) 2006; 5071-53 implantable pacing lead (B)(6) 2006; 2872 implantable lead adaptor (B)(6) 2006; 407645 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.